Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), pump error 42 (drive count error boundaries exceeded after movement), damage (physical or cosmetic), insulin flow blocked alarm, battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-342, mmt-441a. Troubleshooting was performed. Customer was able to clear the error, able to complete rewind and pump passed displacement test. No damage reported to battery cap contacts or battery compartment. Pump is functioning as designed. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-342. No product return is required for mmt-441a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit passed the sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current measurement test, and self test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call to confirm complaint codes. The adapt tool reveals that both pump errors 42 and 37 were recorded, therefore confirming complaint code. Pump error 37 was noted on 08/02/2024 at 11:09:43 hour and pump error 42 was recorded on 08/02/2024 at 11:09:43 hour. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range. Unit tested successfully. No battery related alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. No moisture damage noted on motor gold flex connectors, motor home switch or anomalies on electronic assembly during visual inspection. Unit was received with the following cosmetic damages: scratched case, label damage (faded), scratched lcd window and pillowing keypad overlay. In conclusion customer concerns of battery related anomalies were not confirmed during testing. Unit powered up properly after battery installation unit was tested successfully, and no battery related anomalies noted. Customers allegations of pump errors 42 and 37 were not confirmed during testing. Unit was tested successfully. Unit was also received with minor scratches on lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.